Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the distal end is shaved. The shaved mark are traces of physical stress applied. Additionally, the foreign material (liquid) remaining in the distal end was unable to be identified. Furthermore, the distal end was not deformed or damaged. The root causes of the reported events are unable to be determined. The events can be detected/prevented by following the instructions for use (IFU): user may detect this event by handling deice in accordance with the following IFU statement. ·operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. User may be able to prevent this event by handling device in accordance with the following IFU statement. ·operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. IFU states the preventive measures in tjf-q190v reprocessing manual 5.3 preclean the endoscope and accessories, and 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodenovideoscope had residual liquid at the distal end and a gap in the adhesive between the distal end and server plug-in. There were no reports of patient involvement.